Manufacturer narrative:
The manufacturer previously reported an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging and caused nodules in the patient's lungs related to a CPAP device's sound abatement foam.there is a medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient have alleged of having nodules in patient's lungs. Additional information was received about the allegation of dizziness and headache. The section e1 was updated and sections b1, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Adverse event and product problem was checked in the previous MDR) section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused nodules in the patient's lungs. The details of the medical intervention the patient received are currently unknown. The manufacturer has attempted to arrange for the return of the device for evaluation to the manufacturer's product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.